Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having a headache, the device not turning on, and not functioning. Also notes that the device, power cord, and supply melted. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is a brownish yellow residue around the iso port. During interior investigation, observed unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.